Event description:
It was reported that while stitching the vaginal cuff during a da vinci s hysterectomy procedure, the surgeon noticed that a piece of the mega needle driver instrument was missing when trying to hold the needle. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
(B)(4) the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the carbide insert had broken off one of the grips. The broken piece was returned with the instrument. No other damage was found.